Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt the helix would not extend. The lead was explanted. It then took 40-50 turns to get the helix to extend on the table. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.